Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was not able to acquire a 12 lead electrocardiogram (ECG). The patient involved was reported to not have experienced harm or /adverse patient impact. There was no initial report of immediate clinical action taken to prevent serious injury or death. Additional information has been requested.